Manufacturer narrative:
(B)(4). D10. Unknown wagner stem. G2: foreign: iran. Hadi ravanbod, kaveh gharanizadeh, peyman mirghaderi, ahmad hassan, mansour abolghasemian. (2023) subtrochanteric shortening osteotomy provides superior function to trochanter slide osteotomy in tha for patients with unilateral crowe type IV dysplasia at a minimum of 3 years. Pgs. 1-10. Doi 10.1097/corr.0000000000002900. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted.

Event description:
It was reported in a journal article that 2 patients who underwent trochanteric slide osteotomy (tso) sustained a postoperative dislocation; of which, one was treated with stem and cup revision to correct excessive anteversion and inclination.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, d10, g3, g6, h2, h3, h6, h10, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. It is unknown what patient the pictures in the journal article correlate to. Part and lot identification are necessary for review of device history records, neither were provided. Complaint history review cannot be performed without product identification. A definitive root cause cannot be determined. It was noted the cup had excessive inclination and anteversion which could have contributed to the dislocation. However, the placement of the cup is ultimately the surgeon's discretion in regards to what works best with the patient's anatomy. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.